Event description:
It was reported that the programmer was unable to receive software updates, either via the universal serial bus (usb) port, or the software distribution network (sdn), that it "freezes up". The programmer was returned for service. It was analyzed and tested out of specification. It was indicated that there was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, however, the hard disk drive was reimaged and software was reloaded. It was also noted that the electrocardiogram (ECG) connector was loose and the left and right keyboard case hinges were broken. Product ID: 2067 radiofrequency head. (B)(4).